Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, while inserting the lead through a 9fr sheath the lead got stuck in the right atrium. When it was pulled back, the tip was deformed a bit. A new puncture was performed with new 9fr sheath and same lead, but the lead could not be inserted to the right atrium. Upon removal, there was a bend near the atrial sensor. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the distal conductor was extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.